Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that she was in pain and had taken a bath and one of her leads came out. The patient indicator for use were urge incontinence and urgency frequency. No further complications were reported/anticipated.